Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. During evaluation, the pump was unable to detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
A review of the pump history indicated that loss of cartridge detection had occurred. Correction/removal reporting number: 2531779-03/24/2010-003-r.